Manufacturer narrative:
(B)(4). Concomitant medical devices: 402283 cobalt g-hv bone cement 40g 466050 ; 1294-05-712 depuy tibial insert 182293; 1294-01-070 depuy primary femoral 3139933; 1294-33-140 depuy tibial tay 8187551; 1294-09-670 depuy lcs patella 3549523. Product location is unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03894. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified the following: mechanical failure, loose tibial component, right tka, severe pain and instability of the knee, knee tends to collapse into varus, x-ray showed loosening of the tibial component with failure of cement mantle. Tibial component grossly loose, no adherence between the bone cement and the tibial component, bone cement mantle was quite tenuous and the cement being cracked and fissured throughout. Scar tissue excised, malposition of tibial implant (competitor device)noted. Bone cement excised, competitor implants placed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent right total knee arthroplasty. Subsequently the patient underwent a revision procedure approximately two (2) years post implantation due to loosening of the bone cement. Attempts have been made and additional information on the reported event is unavailable at this time.